Manufacturer narrative:
(B)(4). Batch # u5d82k. Investigation summary: the analysis results showed that one ecr60b reload was returned unfired with 6 double driver missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic right upper lobectomy surgery, open the packing and noted that some sled fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.